Event description:
It was reported that the patient presented to its yearly post-implant follow up. Upon review, the atrial lead exhibited high capture threshold. X-ray imaging showed that the lead was dislocated. The lead could not be re-positioned as the helix could not be retracted during a revision procedure. The lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported events were dislodgement, a helix mechanism issue, and inadequate capture. The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned with its helix extended, stretched and damaged. The helix mechanism test was unable to be performed due to the damaged helix, as received. The cause of the reported event of helix mechanism issue was due to helix damage and being clogged with blood/tissue. The reported event of inadequate capture was not confirmed. Electrical testing was normal. All damages found were consistent with procedural damage.